Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up with an elevated blood glucose (bg) level of 269mg/dl. Elevated bgs were treated by administering a correction bolus. Recommendation was made that the customer consult with their healthcare provider regarding any medications that they are taking that might affect bgs.